Manufacturer narrative:
(B)(4).

Event description:
It was reported via ansm "admitted for nstemi (non-st-elevation myocardial infarction). On the coronary angiogram, a tight lesion was observed on the aorta which requested bypass surgery. The iab was inserted pending bypass surgery. When inserting the device, the fos could not be zeroed. The high-pressure alarm went off, no visible error in the positioning of the balloon, alarm turned off when restarting the device. When coming back from surgery, the loss of helium alarm went off. An abnormal noise could be heard coming from the junction. The staff tried to tight it up with a crimping tool. Fog appeared on the respiratory tube. At the same time, the patient's condition degraded: pallor, vomiting, transient lateral hemianopsia, abdominal pain. A transthoracic echocardiogram was done: there were many bubbles in the right cavities and suddenly a popping sound could be heard, and blood appeared in the respiratory tube. Counter-pulsation and hyperoxygenation were stopped. Decision to carry out a tap scan to exclude potential embolism and no aortic injury due to balloon's rupture was made. The scan showed ischemia on the last small loop and cecum which could be a secondary to low flow or gas embolism. Aeroportion and aeromedicine. Decision was made to remove the device under crossover cover due to a vascular wound during insertion (fragile arteries, dialysis patient). Device was not replaced, and urgent bypass surgery was scheduled friday (B)(6) 2024 instead of the scheduled one on (B)(6) 2024. On (B)(6), patient was still intubated, under noradrenaline, with still suspicion of extended ischemia, he remained in ICU". Additional information received states "the patient is doing better and has now been discharged after undergoing emergency bypass surgery."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported via ansm "admitted for nstemi (non-st-elevation myocardial infarction). On the coronary angiogram, a tight lesion was observed on the aorta which requested bypass surgery. The iab was inserted pending bypass surgery. When inserting the device, the fos could not be zeroed. The high-pressure alarm went off, no visible error in the positioning of the balloon, alarm turned off when restarting the device. When coming back from surgery, the loss of helium alarm went off. An abnormal noise could be heard coming from the junction. The staff tried to tight it up with a crimping tool. Fog appeared on the respiratory tube. At the same time, the patient's condition degraded: pallor, vomiting, transient lateral hemianopsia, abdominal pain. A transthoracic echocardiogram was done: there were many bubbles in the right cavities and suddenly a popping sound could be heard, and blood appeared in the respiratory tube. Counter-pulsation and hyperoxygenation were stopped. Decision to carry out a tap scan to exclude potential embolism and no aortic injury due to balloon's rupture was made. The scan showed ischemia on the last small loop and cecum which could be a secondary to low flow or gas embolism. Aeroportion and aeromedicine. Decision was made to remove the device under crossover cover due to a vascular wound during insertion (fragile arteries, dialysis patient). Device was not replaced, and urgent bypass surgery was scheduled friday (B)(6) 2024 instead of the scheduled one on (B)(6) 2024. On (B)(6), patient was still intubated, under noradrenaline, with still suspicion of extended ischemia, he remained in ICU". Additional information received states "the patient is doing better and has now been discharged after undergoing emergency bypass surgery"